Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that patient with this recent device implant, received two shocks due to noise and baseline shifting. Data was sent to technical services for review. Technical services stated that since the issue had self resolved, it was likely due to air entrapment. No noise was later seen during exercise testing and programmed in primary. To date, this device remains implanted and in service.